Manufacturer narrative:
The reported event is unable to be confirmed with the available information. However, there has been no indication or allegation of a product malfunction and/or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. It appears that this event was likely due to procedural related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient expired due to cardiac valve replacement complication and mitral regurgitation after implantation of the subject device. Per medical records, this case involved a (B)(6)-year-old female with history of mechanical avr. She was found to have severe valvular stenosis related to pannus ingrowth. Patient underwent an avr. Intraoperatively, the mechanical valve was excised and the annulus was debrided. A 11500a 19mm inspiris resilia aortic valve was implanted and secured in place. The aortic valve appeared well seated with no perivalvular leak. However, there was a central leak noted in the mitral valve which was due to suturing through that area to seat the valve. This in effect dilated the annulus and distorted it causing central mitral regurgitation. Cardiac function was sluggish and there was concern about ischemia in the left-sided coronary system because the right- side of the heart was quite dynamic. An emergent 2-vessel bypass was done. The attention was focused on the mitral valve through the interarterial groove, it was noted that it was difficult to visualize the mitral valve. Despite multiple efforts, the mitral valve was unable to be repaired and replaced. A bicaval cannulation was attempted, but there was large amount of venous blood coming from the inferior wall of the heart. The right angle cannula, through the right atrium and into the inferior vena cava, had separated off of the heart and retracted under the diaphragm. It was attempted to recannulate the right angle cannula but any efforts to recannulate would cause the cava to further recede under the diaphragm. Further treatment was not survivable. The decision was made to turn off the pump and the patient expired in the o.r.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.